Event description:
The customer reported via phone call that the insulin pump alarmed, indicating that the serial peripheral interface to motor programmable integrated circuit experienced a communication error. The customer's blood glucose was 310 mg/dl. He stated that the alarm went off in the night and early in the morning. During troubleshooting, the insulin pump passed the self test, and the customer was advised that the device worked as designed. The customer also reported that the insulin pump alarmed power off even though it showed a full battery. He advised that he had already rewound the insulin pump and was going to get a new infusion set and reservoir ready for the prime rewind sequence. He was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.